Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient was experiencing discomfort and requested that the implantable cardioverter defibrillator (ICD) system be removed. During the explant procedure, it was noted that an unknown wire may have been protruding from the right ventricular (rv) lead insulation. The ICD and the rv lead were explanted but not replaced. No further patient complications have been reported as a result of this event.